Manufacturer narrative:
Terumo did not receive the actual device. The complaint was confirmed based on a similar complaint received for the same pack and issue. The kink occurred due to layering which was designed based on customer preference. The pack was revised to avoid kinking, and will be reviewed during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and follow up. (B)(4)

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there is a kink in the arterial venous loop. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.